Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number scrolling anomaly was noted on the display. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner and a cracked display window.

Event description:
It was reported that the buttons on the insulin pump are not responding. Customer's blood glucose level at the time 214mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).